Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation and the customer¿s complaint was confirmed. The ventilatory inop alarm was confirmed in the log. The device's system board needs replaced to address the issue.